Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed respiratory distress on (B)(6) 2023 that required intubation. Within the next few minutes the patient lost their pulse and required cardiopulminary resusciation (CPR). The patient returned to the operating room and had veno-arterial extracorporeal membrane oxygenation (va-ECMO) placement, and then had their right ventricular assist device (rvad) connected to ECMO. The flows on the lvad/rvad were never above 1 l and significant bleeding was noted. Event log files from on (B)(6) 2023 at 09:16 to on (B)(6) 2023 at 11:24 captured data that indicated that the set speed was being adjusted at times during the history, and there were low speed advisories associated with times when the set speed was adjusted blow the low speed limit. Throughout the rest of the log the pump maintained speeds around its set speed. On (B)(6) 2023 at 10 am there were recorded average flow values of less than 2.0 lpm. The patient passed away on (B)(6) 2023 from respiratory arrest. The driveline was disconnected on (B)(6) 2023 at 10:48:21.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of respiratory arrest, right heart failure, and bleeding could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events. According to the account, these events were associated with the patient's decline following respiratory arrest, as well as significant bleeding in the operating room. The controller event log file contained relevant events from 10jan2023, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. Following these events, the driveline was disconnected, and the controller was shutdown, consistent with the removal of device support following the patient¿s death. Flow values decreased from 1.0 to 0.0 lpm in the events leading up to the driveline disconnect, consistent with the reported event. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure, right heart failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.